Manufacturer narrative:
No button error alarm noted. All buttons function properly; however the insulin pump had moisture on keypad traces. The insulin pump had cracked belt clip slot, cracked lcd window, stained end cap sticker, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 162 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.